Manufacturer narrative:
Event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix was able to be ex tended/retracted, and turns within specification.

Event description:
It was reported that intra-operatively, the lead was not implanted due to placement difficulty and the helix not extending. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.